Event description:
Info received indicates the bed is drifting into the reverse trendelenburg position.

Manufacturer narrative:
The tech found the control valve for the foot had a deformed spring and the rubber face was pitted. The tech replaced the foot hi/low down valve to repair the bed.